Manufacturer narrative:
It was reported to abbott a patient underwent a lead revision of their drg system. Three of the patients¿ drg lead were fractured. While removing the three fractured leads, the fourth pulled out. As such, all 4 leads were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported 3 of the patients 4 leads were fractured. As a result, surgical intervention was undertaken wherein the 3 leads were explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated.